Event description:
A customer reported nine incidents of broken clamps on the 48" swivel clamp bar. There was no report of pt injury or medical intervention associated with these incidents.

Manufacturer narrative:
Visual inspection of the returned devices confirmed that the clamps were broken. This medwatch is being submitted late, as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008, and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving product manufactured at the facility.